Event description:
It was reported that the patient is in atrial fibrillation and the device mode is always switched, this caused confusion on the reports and history on the device for the caller. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.